Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that the patient had elevated ion levels, and had underwent a revision. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum modular head, catalog#:157446, lot#: 263600; m2a-magnum taper insert, catalog#: 139258, lot#: 880580; m2a-magnum pf cup, catalog# us157852, lot#134820. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10840, 0001825034-2017-10841, 0001825034-2019-03179.

Event description:
It was reported that patient underwent a hip revision surgery approximately 6 years post implantation due to pain, metallosis, bone and tissue damage, lack of mobility, elevated metal ions, adverse local tissue reaction (altr), in-vivo corrosion, bone erosion, atrophy of the abductors, and necrosis. The cup was noted to be more vertical than an optimal position; therefore, the surgeon removed. The head, cup, and taper adapter were removed and replaced. Attempts have been made and no further information has been provided.